Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-03712. It was reported that the patient experienced a post op fever after being implanted with their scs system. As a result, the patient was given antibiotics and will follow up with their surgeon.

Event description:
Device 2 of 2; reference MFR report: 1627487-2017-03712. Follow up revealed that the issue has been resolved.